Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient rep wanted to know how to get patient a non-rechargeable ins. Patient rep stated the patient has a hard time with recharging because it's hard for a parkinson's patient who is moving all the time getting the antenna over ins. Caller stated it happens randomly where the ins is charged but the therapy is off. Caller stated sometimes ins charge level does get low but sometimes charge level is between 25-50% and therapy just goes off. Caller stated it is difficult for patient to do the recharging and would like to know how to get away from it. Caller stated sometimes patient will just sit in chair and start moving then it doesn't take much for the antenna to move and coupling bars will go down to 2 bars. Caller stated patient can't use adhesive discs because patient gets a rash and is allergic to something sticky on bandages and stuff. Caller stated the patient was ok right now and ins level was between 25%and 50%. Agent redirected to hcp.